Event description:
A soltive 365 micron laser fiber was connected to the olympus holmium laser. Once the surgeon pressed the foot pedal to initiate the laser, the fiber sparked, generated a small flame, and the fiber broke apart from the plug connector attached to the laser. The laser was promptly put on standby, the broken piece was removed and replaced with a new laser fiber. No patient harm was observed by staff in the room.